Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog #: unknown but referred to as a cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a celect filter on or about (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer g1) name and address for importer site: (B)(4). Additional information: investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "celect, unable to retrieve (emb'd), tilt, feet numb and swollen, chest + abd pain, sob ¿. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain and shortness of breath is directly related to the filter. Unknown if the reported feet numb and swollen is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Corrected information: d4 (model #). Additional information: b5, h6. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: mental anguish and emotional trauma. Unknown if the reported mental anguish and emotional trauma are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order for either device or filter. One other complaint has been received on this lot number and is related to same clinical issue that the filter is difficult to retrieve and additional clinical issues (migration, vena cava perforation). There is no evidence to suggest that the device from other complaint was not manufactured according to specifications and there is nothing to indicate the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient alleges unable to retrieve and tilt. The patient further alleges mental anguish and emotional trauma. On or about (B)(6) 2013, an attempt was made to remove the ivc filter, however, the ivc filter is tilted with the head against and in the medial wall of the inferior vena cava causing physical and continuous injuries. During the removal process multiple attempts were made to dislodge and engage the filter but were unsuccessful causing physical injury, continuous injuries, mental anguish and/or emotional trauma.

Event description:
This additional information received on 18jun2018 as follows: [pt] allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to right popliteal deep vein thrombosis. [Pt] is alleging tilt, device unable to be retrieved, numbness of feet, foot and ankle swelling, chest pain, shortness of breath and abdominal pain. Retrieval attempt on (B)(6) 2013, was unsuccessful.

Manufacturer narrative:
Wce follow-up medwatch report exemption number e2016032. (B)(4). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.